Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The target lesion was located at a bifurcation of the diagonal and interventricular (iva) artery. The 3.0mm x 12mm quantum apex balloon catheter was advanced with "excessive force" and the proximal shaft broke into two pieces. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: the received product consisted of the distal portion of the nc quantum apex monorail catheter. The balloon was tightly folded. The hypo-tube was measured at a length of 119cm. The hypo-tube has a polymer sleeve which was separated. Visual and microscopic examination of the end of the hypo-tube identified the fracture face is oval shaped, as if kinked prior to separation. The material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). No further damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The target lesion was located at a bifurcation of the diagonal and interventricular (iva) artery. The 3.0mm x 12mm quantum apex balloon catheter was advanced with "excessive force" and the proximal shaft broke into two pieces. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.